Manufacturer narrative:
At the completion of the clinical evaluation, based on the lack of information there were no substantial evidence to support the following reported events; aneurysm enlargement, el3b of the cuff, and explant. This event included a patient injury. A clinical assessment was required, but no medical information was provided. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints. The most likely cause of the compromised stent graft integrity was related to the strata graft material. Unable to determine procedure-related, anatomy-related and user-related issues, off label, or cautionary product use conditions due to the lack of medical records and imaging surrounding the event. Associated clinical harms for this event included: type iiib endoleak, aneurysm enlargement, and explant/conversion to open repair. The final patient disposition was unknown. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Device was not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and suprarenal on (B)(6) 2011. The patient returned for a routine follow-up where physician observed an increase in aaa size with no obvious leak. The physician elected to explant the device. Upon explant, it was noted the cuff had two holes. The patient was noted as stable post procedure.